Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
It was reported via a legal notification, that a 71 yo male patient, initial right knee implanted on (B)(6) 2009 with polyethylene tibial lining manufactured by exactech, inc, suffered personal injuries from that surgery, including but not limited to bone loss and the need for further surgery. No additional information.

Manufacturer narrative:
D10. Concomitants: tray, tibia trapezoid cementedsize3f/3t, cat# 204-04-33, sn (B)(6); patella, three peg 35mm, cat# 200-02-35, sn (B)(6); extension, femoral andtibialflutedstem 12mm od x11mm l, cat# 204-32-01, sn (B)(6). Component, femur non¿modular cck size 3, cat#210-01-03, sn (B)(6). H3: investigation results - the revision reported was likely the result of wear of the tibial insert and suspected aseptic (non-infected) loosening. The cause and extent of the prosthesis wear cannot be determined because the revised components were not returned for evaluation and no x-rays or photographs were provided.